Manufacturer narrative:
Additional lot # r00008/1. Root cause of failure: at this time, no reason can be found as to why the device(s) should have failed to perform as intended for use as adhesion barriers. Gelita medical notes that all three reports are from one surgeon at one healthcare facility. Surgeon has indicated that they have been satisfied with the performance of this device in the past and will use this device in the future. Gelita medical will continue to monitor failure rates for this particular adverse event in this indication and for these lot numbers in particular.

Event description:
A female in her (B)(6) presenting with facial pain and sinus polyp was treated at (B)(6), using gelita-spon/invotec final as an ent adhesion barrier. At three weeks post-op follow-up, the patient was found to have developed adhesions between the middle turbinate and lateral nasal wall. Patient will return to the operating room for revision and division of these adhesions. The same surgeon reports a further two (recent) cases of adhesions after middle meatal antrostomies and ethmoidectomy. For these two events, no further patient details, event details or patient outcomes were provided by the surgeon when requested.